Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received multiple inappropriate shocks due to low amplitude signals and noise. This s-ICD system was programmed to the secondary sensing vector with very low amplitude. This s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.